Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days. The following reports are being submitted: (B)(4).

Event description:
Dexcom was made aware on 03/31/2018, that on (B)(6) 2017 a loss of connection occurred. It was determined that loss of connection was related to the mobile application. Data was not provided for evaluation. Loss of connection was not confirmed. A probable cause could not be determined. No additional event information is available.